Event description:
Complaint investigation when a consumer reported receiving a high reading of 323 mg/dl on a medisense precison xtra monitor when compared to a valid laboratory companison of 213 mg/dl. These values, whon plotted on a clarke error grid, tell into the "c" zone showing them to be clinically significant. No death, serious injury or medical intervention was reported.